Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. Following insertion, the patient experienced pain and urinary/bowel problems. The patient underwent right inguinal hernia repair and had a bard perfix plug implanted on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urge and stress incontinence, leakage, urgency, nocturia, occasional incomplete voiding, and abdominal pain.